Event description:
On an unreported date, the patient experienced leakage from a crack in the tube. On an unreported date, the patient experienced peritonitis due to leakage from a crack in the tube and was hospitalized. On an unreported date, the patient received unspecified antibiotic treatment for peritonitis. The outcome of the cracked tubing was not reported. At the time of this report, the patient was recovering from the peritonitis. No additional information was available at the time of this report.

Manufacturer narrative:
(B)(4). Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, or if additional relevant information is received, a supplemental report will be submitted.